Event description:
The tip came off during surgery.

Manufacturer narrative:
The investigation result shows that the device was deformed due to a high bending forces resulting from inappropriate user handling. Indications for material or mfg related problems were not found during investigation. Based on the statistical eval, no indication was found for any device related issue.